Event description:
The customer reported versed over infused by 25-30 ml's. There was no report of pt harm or medical intervention. No further pt or event info was provided.

Manufacturer narrative:
(B)(4). This report was filed by the MFR. Although requested, the devices have not been received for investigation. A follow up report will be submitted with eval results should the devices be returned.